Event description:
Additional information received reported that the patient received assistance from their physician or manufacture representative and their concerns were resolved. The patient had appointment scheduled for (B)(6) 2014.

Event description:
(B)(4). It was reported the catheter fractured at the base in 2007 and a revision was performed and the pump replaced. Per the reporter the catheter had been leaking and the hcp told the patient the catheter was 89cm and the hcp removed 24cm and implanted 65cm of catheter. The patient stated that they had adhesions so this was a big issue. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l78427, implanted: 2000-(B)(6), product type catheter. (B)(4).